Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the report noted that surgical technique contributed to the mispositioned stent. MFR# reference: (B)(4).

Event description:
It was reported that the surgeon inadvertently mispositioned the first stent (of two stents) from a trabecular microbypass stent system, and subsequently was unable to visualize the stent during attempt to retrieve the mispositioned stent. Per report, a back-up device was used to complete the procedure. The report noted that surgical technique contributed to the event. Additional information has been requested.

Manufacturer narrative:
Of note: the additional information received through follow-up was reassessed for reportability criteria; and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Based on the clarification received, glaukos no longer considers this report as a reportable event. MFR# reference: (B)(4)

Event description:
Through follow-up, the following additional information was received. Reportedly, the stent was lost outside of the operative eye, and there was no patient injury.